Event description:
It was reported that the ball at the tip of the resection electrode device broke off inside the patient. The physician described the event as it "burned off." The event occurred after approximately 20 minutes of use during a therapeutic prostate vaporization. The ball was retrieved intact. The procedure lasted for approximately 70 minutes, with an additional 1-2 minutes in retrieving the broken piece and was completed with a similar device. There were no reports of patient or user harm.